Manufacturer narrative:
As reported, the patient with an extensive and complex medical history with multiple co-morbidities had an open wound/incision post implant of the bard/davol ventrio patch. Per the surgeon, the patient's complicated history had contributed to the reported event and the ventrio mesh is performing as intended. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of implant is estimated as (B)(6) 2020 based on the month and year of implant provided. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
As reported per the nurse practitioner, following implant of the ventrio patch during (B)(6), the patient had an open wound/incision and the ventrio patch was 100% exposed on (B)(6) 2020. It was reported that, there was no adverse outcome with the mesh and the mesh was in no way causative of the patient's outcome of the open wound. As reported, the patient has an extensive and complex medical history with multiple comorbidities that have contributed to the current patient condition. As reported, the surgeon has no concern with the ventrio mesh and stated the implant is performing as intended with absolutely no involvement with the patient's condition.